Event description:
It was reported that, "staff noticed a bug in the cement power bag during introduction into the sterile field. They pulled off the field immediately and used 1/2 hatch dose of a different lot."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.